Event description:
It was reported that the customer's blood glucose level was 400 mg/dl. The customer was not receiving insulin and received multiple no delivery alarms. The insulin pump would wake her up every night telling her she had a low blood glucose level when she did not. Therefore, the customer decided to stop using the sensor. When she experienced her high blood glucose level she decided to use the sensor again. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-61943, 62046, 62010, and 61738 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.